Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received messaging that said "change cartridge." Reportedly, the customer loaded a new cartridge resolving the issue. The customer's blood glucose level was 360 mg/dl.